Manufacturer narrative:
The set screw remains in the patient. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. A radiograph image was provided and confirmed the event. If additional information is received, a supplemental report will be filed accordingly.

Event description:
A patient underwent a posterior spinal procedure. At the two-week postoperative visit, a radiograph image revealed a set screw completely detached from the tulip head. There are no plans for revision surgery. The surgeon will continue to monitor the patient to ensure the set screw does not migrate.